Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was interrogated while still in the box but could not be paired with the merlin at home transmitter. The device was not used and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.